Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Batch # m5259v. Additional information received: on which firing did this occur? 1st. Was it able be determined if the staple line was complete? Unable to be determined. Was the shape of the staples able to be determined (b-formation, irregular, legs straight)? Unable to be determined. Were there staples observed in the surgical field? Yes but were quickly covered in blood. Please explain why surgeon was not happy with the staple lines. He did not state a specific reason. Was it able to be determined how much blood was lost by the patient (ml)? No, blood was lost before and after the firing. It was difficult to determine the blood loss after the staple firing. Did the patient require a blood transfusion as a result of the blood going everywhere? Patient was given transfusions both before and after the staple firing occured. If yes, how many units were given? I do not know. Did the post-operative care change based on the bleeding? I do not know. The analysis results showed that the tx30v device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a liver resection procedure, the device was used during this open procedure on the left hepatic vein. The rep was present in the case but stated it was difficult to see everything. According to the surgeon, this was the "most important firing of the case". The sales rep stated that the surgeon used the correct steps to close the device and fire the device, however, after he manually cut the vessel with a blade and then pressed the release button on the device, "blood went everywhere". The surgeon stated that he did see formed staples prior to the blood loss but did not see whether the staples were formed properly. The surgeon manually clamped down on the vessel and manually sutured to stop the bleeding. It is unknown how much blood was lost. The patient had already received a blood transfusion prior to this event. Two additional devices of the same product code were used, along with white reloads, for further firings in the case without any issues, although the surgeon stated he was not happy with the staple lines. There were no patient consequences reported.